Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2019 that a wallflex esophageal fully covered stent was implanted to treat a 2-3 cm malignant tumor in the gastroesophageal junction during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. Reportedly, patient's anatomy was not dilated during stent placement. According to the complainant, during the procedure, the stent moved out of its original position and fell into the stomach right after placement. On (B)(6) 2019, the stent was removed with a large snare. Reportedly, the physician decided not to implant another stent due to the location of the stricture. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fine.